Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. High waste bag pressure alarms occurred at the beginning of two consecutive routine hemodialysis treatments. Automated rinseback could not be performed due to the active alarm conditions and manual rinseback was not attempted by the operator resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss and alarm conditions are attributed to user error. The user's guide states to perform a manual rinseback if alarms cannot be resolved promptly. Facility staff were contacted and it was determined that the alarms were caused because the operator did not set up the disposable lines from the dialysate delivery system correctly. The lines were adjusted and the treatment was able to be completed. There was no evidence of a device malfunction. Nxstage medical considers this report closed. No add'l info will be provided.